Manufacturer narrative:
The fse evaluated the device onsite and determined that device had an ECG issue due to a defective ECG module. As a result, ECG module was replaced to resolve the issue. After that the device passed all the operational tests and returned to full functionality. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the reported problem was determined to be caused by a defective ECG module. The root cause of which could not be determined. The reported problem is confirmed.

Event description:
Philips received a complaint on the defibrillator indicating that the device had ECG issue. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Reporter information: (B)(6). A follow up report will be submitted upon completion of the investigation.